Event description:
On (B)(6) 2017 the reporter contacted animas and reported a meter error/bg > 15 minutes old issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction because the issue may lead to a delay in treatment.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the meter powered up normally and paired successfully with the test pump. The meter record showed evidence of boluses being performed after the 15 minute blood glucose check limit. A bolus was performed immediately after measure the blood glucose levels. No inappropriate messages were received. A bolus was performed 30 minutes after measuring blood glucose levels and the meter gave and appropriate warning. The complaint was unable to be duplicated during the investigation.